Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported unresponsive touch screen was due to a manufacturing issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and defective main circuit board. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The top case assembly and main circuit board required replacement to address the issue. The device was scrapped per request of the customer. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and defective main circuit board. There was no patient harm or a serious injury reported as a result of this incident.